Event description:
The customer reported that the device did not discharge energy. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4): philips evaluated the device and could not reproduce the reported symptom. The device passed all testing and was returned to service. As of 11/22/2010, there have been no further reports of this symptom and this device from this customer.